Event description:
It was reported that difficulty was encountered as the iab was passed through the introducer sheath. The iab was eventually placed and connected to the pump. The pump began to experience fill errors, so the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that difficulty was encountered as the iab was passed through the introducer sheath. The iab was eventually placed and connected to the pump. The pump began to experience fill errors, so the iab was removed and replaced. There were no pt complications.